Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial biopsy, the navigation system happened to be unplugged from the wall. It was reported that the an audible tone indication battery needed to be charged was never heard by site and the system shut down unexpectedly. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the issue occurred in a tumor resection.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.